Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was in the ostial right coronary artery. As the 3.0 x 12mm veriflex mr stent delivery system was prepped outside of the patient the stent "fell off the delivery system" they used a 2nd 3.0 x12mm veriflex stent delivery system to complete the case successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred.the target lesion was in the ostial right coronary artery. As the 3.0 x 12mm veriflex mr stent delivery system was prepped outside of the patient the stent "fell off the delivery system" they used a 2nd 3.0 x12mm veriflex stent delivery system to complete the case successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent detached from the delivery balloon and stored in a plastic container. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressures. An examination of the stent found evidence that the stent was slightly stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).